Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited gradually increasing pacing lead impedance greater than the upper limit. The patient had a surgery back in may and showed some magnet reversion episodes. No noise was observed. Programming changes were discussed. The patient's condition was unknown and the patient would be monitored.